Event description:
It was reported that the patient experienced driveline comm fault alarms. The driveline was taped from previous tears. The log files confirmed driveline comm a fault alarms on (B)(6) 2026. This alarm did not interfere with pump operation. The modular cable and system controller was exchanged. The patient tolerated exchange well, and the alarms resolved after exchange was completed. The log files from the new system controller and modular cable confirmed that the driveline comm fault did not return post equipment exchange. The image provided showed debris on the inside edges of the connector. The remainder of the log file was unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline communication fault alarms were confirmed via the submitted log files, and the contamination in the modular cable connector was confirmed via the submitted images. The system controller event log file downloaded from the original controller (serial number (B)(6), captured a driveline communication fault alarm due to a communication a fault on (B)(6) 2026. There were no other notable events or alarms captured. The system controller event log file downloaded from the new controller (serial number (B)(6) captured the controller being connected to the pump, consistent with the reported controller and modular cable exchange on (B)(6) 2026, and the pump ramping up to the set speed as intended. There were no further driveline fault alarms following the controller and modular cable exchange. The customer submitted images did not reveal any corrosion within the pins of the modular cable connector or any findings that would cause atypical alarms. However, contamination was noted within the threads of the modular cable inline connector. The modular cable (lot number 7949828) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable, lot number 7949828 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.